Manufacturer narrative:
(B)(4):the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The indication for the ercp and biliary drainage was cholangitis and cholidocholithiasis caused by a large bile duct stone (2cm). The patient was also administered antibiotics to treat the cholangitis. According to the complainant, following the procedure, the patient was reported to be stable. A bilirubin blood test was performed on the patient and the patient presented increased levels of bilirubin. The patient remained in the hospital for follow-up on the cholangitis per common practice at the hospital (discharge date not reported). The physician assessed that further drainage would be required to treat the increased bilirubin levels. On (B)(6) 2015, a follow-up x-ray revealed that the stent had migrated to the small intestine. It was not retrieved but left inside the patient to pass out naturally. The physician implanted another advanix biliary stent for further drainage and the procedure was completed successfully. The stone was ultimately removed through surgery (date unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.